Event description:
It was reported that the user experienced unexpectedly rapid insulin depletion and elevated glucose while using the ilet with a contact detach infusion set, consistent with an infusion set deployed incorrectly or an infusion set connector not fully attached, and a recent clinic review indicated the tubing had not been completely filled when starting a new set. Symptoms included hyperglycemia. Outcomes included no hospitalization and no device alerts or alarms. Investigation included customer follow-up for additional information and guidance on proper cartridge and infusion set placement. Investigation of this case revealed use error related to infusion set setup and tubing fill, leading to inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.